Event description:
Caller states the pt tested 6.6 inr and 6.2 inr on the coaguchek xs system while a comparison lab returned as 4.44 inr. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.